Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the black box (bb) dated from 4/28/2015 -5/6/2015. The bb data from the event date has been overwritten due to continued use of the device; however, the current bb showed a pump reboot on 5/6/2015. The pump powered with returned battery cap. The battery cap was able to fully tighten and measured within specifications the pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. The pump case was removed and no evidence of moisture or loose components was observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump has been going blank and the user experienced high blood glucose values. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.